Manufacturer narrative:
Sample wt0601:pc00079r was analyzed on automated hematology analyzer poch-100i serial number (sn) (B)(6) on (B)(6)2025 generating a hemoglobin (hgb) result of 10 g/l. The suspect analysis was not repeated on poch-100i sn (B)(6). The sample was sent to a reference lab for re-analysis, generating a hgb result of 119 g/l. Before the repeat analysis was completed, the patient was transfused with two units of red blood cells (rbcs) based on the hgb result generated by poch-100i sn (B)(6). No device print-out was provided for the suspect analysis. The sysmex poch-100i¿automated hematology analyzer instructions for use (IFU) chapter 2 - analysis, section 2.1.7, states: "values outside the specified upper and lower limits are marked, for further analysis and checking." This section also describes the "numeric value abnormal flag", and notes that the "negative" symbol "-" is appended to results that exceed the lower patient limit. Chapter 5 - settings, section 5.1.2.3, provides the manufacturer default settings for the lower limit (ll) and upper limit (ul), with the lower limit for hgb being 8.0 g/dl (80 g/l). The suspect analysis generated a hgb value of 10 g/l (1 g/dl). Analyzer settings were not provided by the customer. Based on IFU information, the suspect analysis would be flagged for further investigation and verification prior to reporting due to the hgb result exceeding the lower limit for hgb. Chapter 2 - analysis, section 2.1.5 analysis in whole blood (wb) mode, states: "check blood with added edta anticoagulant, aspirated sample volume ~ 15ul." The operator is cautioned:" all performance data cited in this manual were generated using specimens in edta anticoagulant." The customer did not provide all requested analyzer data. Suspect analysis flagging could not be confirmed due to lack of supporting data. The investigation identified there were no abnormalities in quality control noted on the date of the event. No device deficiency was identified based on information provided by the customer. It was confirmed by the customer that the operator did not follow the expected laboratory workflow. The operator did not verify sample integrity prior to analysis. Per the customer, the operator failed to initiate sample recollection to verify accurate results prior to result reporting. The root cause is suspected to be a pre-analytical sample concern and an operator workflow issue. The customer declined an evaluation request for poch-100i sn (B)(6). The customer was advised to perform a correlation study to verify analyzer performance. No additional concerns of discrepant results were reported by the customer.

Event description:
A patient in canada received an unnecessary transfusion of two units of red blood cells (rbcs) due to an erroneous low hemoglobin (hgb) result generated by the analyzer. There was no report of serious harm to the patient due to the unnecessary transfusions.